Event description:
During an in clinic follow-up, noise resulting in oversensing and a decrease in pacing impedance were observed on the right ventricular (rv) lead. The physician elected to perform no intervention to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.